Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn: (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a product malfunction. Device evaluation of monitor sn: (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient received external defibrillations while wearing the lifevest. The root cause for the open resistor was the external defibrillation. Device manufacture date: monitor: 07/01/2014. Belt: 03/29/2018.

Event description:
A us distributor contacted zoll to report that a patient was appropriately treated on (B)(6) 2019. It was reported that the lifevest was alarming and that the patient was alert and in a stretcher screaming when the alarms began. It was reported that the patient passed away while in the hospital. Resuscitation efforts were performed by hospital staff. Per clinical review of ECG data, the device was started up on (B)(6) 2019 at 08:58:01. The device detected two arrhythmias between 10:27:13 and 10:30:15, while the patient was in af at 130 bpm. The device detected another arrhythmia at 10:32:53 with response button use, while the patient was in vt at 150 bpm. The patient was appropriately treated at 10:34:02, while the patient was in vt at 150 bpm. The patient's post shock rhythm was vt at 150 bpm with motion artifact. It is unclear who is pressing the response buttons. The device detected an arrhythmia at 10:40:13 while crf artifact was seen before the onset of vf. The patient received the first non-lifevest defibrillation while in vf with motion artifact. The post shock rhythm was sinus bradycardia from 30 bpm to 50 bpm with CPR artifact. Between 10:45:45 and 11:06:40, the patient received ten non-lifevest defibrillations. The patient was in vf anywhere from 2 seconds to 42 seconds before each external defibrillation. From 11:06:55 until the device was shut down at 11:43:58, the patient was in vf with CPR artifact and variable amplitudes transitioning to an idioventricular rhythm at 90 bpm slowing to an idioventricular rhythm at 40 bpm degrading to asystole. CPR artifact, motion artifact, and variable amplitude prevented the lifevest from treating the patient.